Event description:
Reportedly, it was impossible to interrogate with the head.

Event description:
Reportedly, it was impossible to interrogate with the head.

Manufacturer narrative:
According to the complaint description, it was impossible to interrogate using the subject cpr3 head. The head was manufactured in 2008 and has been in use for 18 years. The device was not returned for repair because it is old, and the field preferred to replace it.this case is retained and utilized for trend purposes.